Event description:
It was reported that during a coronary stent procedure, another manufacturer's stent became trapped in the guide catheter. The entire system was removed from the pt. No pt injuries or complications occurred.